Event description:
During follow up, it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cleaning, the helix was able to extend and retract. The full helix extension measured within product specification. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.